Event description:
It was reported that the customer's enlite sensor had a weak signal. Customer's blood glucose level was 150 mg/dl, but his sensor glucose was showing below 40. Customer stated he had a sensor error and that the sensor cannula was bent. Customer advised to replace the sensor. No additional information provided.

Manufacturer narrative:
Reliability analysis performed on 1 opened/used enlite sensor and performed bicarbonate buffer test. Sensor passed with accurate readings. The cannula was bent however, unable to confirm if customer received sensor in said condition due to product being returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.